Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and experienced feeling low, tired, a seizure, a loss of consciousness and was unable to self-treat. Customer was transported by ambulance to the hospital and stayed for two days. Customer had contact with a healthcare professional who provided glucose intravenously and unspecified medication as treatment. In addition, customer's glucose was monitored hourly, and hcp obtained a blood glucose reading of 200 mg/dl on (B)(6) 2023. No further information provided. There was no report of death or permanent impairment associated with this event.